Event description:
It was reported that a user of the ilet experienced recurring blood glucose level fluctuations, including a documented sequence from hypoglycemia at 57 mg/dl and to hyperglycemia reported at 200 mg/dl and back within several hours, while self-treating lows with repeated intake of skittles or glucose gummies without waiting for a response as instructed. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included the need for troubleshooting and education, without medical intervention or hospitalization. Investigation included user communication and troubleshooting focused on hypoglycemia management and device use education. Investigation of this case revealed no device malfunction and indicated user management of hypoglycemia with overtreatment as the precipitating factor for subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique and treatment behavior rather than a device issue.

Manufacturer narrative:
Initial.